Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 47 cm proximal to the lead tip. Only the distal fragment was received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed multiple signs of wear along the lead fragment. In particular around 8 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered as the root cause of the observed noise. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Further analysis of the returned lead fragment showed cuts in the insulation as well as deformed shock coils and a stretched fixation helix which most likely occurred during the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. A broken contact of the conductor cable to the ring electrode was measured. The inspection of the conductor cable revealed a fracture due to tensile forces most likely applied during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
This lead was explanted and replaced during a device change-out to a df-4 system, due to noise. There were no adverse patient side effects reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.